Event description:
A medtronic representative reported that, while in a cranial resection procedure, the surgeon registered the patient and accuracy was deemed to be fine. After draping and switching to the sterile frame, the surgeon noted the articulating arm was not in the same orientation. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Replacement articulating arm on hold per customer. No parts have been returned to manufacturer for analysis.